Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support that a fluid leak occurred during their pd treatment. The patient reported to ts that fluid was leaking out of the cassette door at the completion of treatment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was also advised bring the reported event to the attention of their peritoneal dialysis registered nurse (pdrn). Upon follow up with the pdrn, it was confirmed that the patient had completed their treatment. The pdrn said the patient reported an air detected in cassette alarm that occurred during the treatment, prior to discovery of the fluid leak. There was no reported damage identified on the cassette. The pdrn stated the patient did not miss any treatments. The pdrn also confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. As a precaution, the patient was prescribed prophylactic antibiotics. The patient received 2g vancomycin and 1g ceftazidime, both one time, via intraperitoneal (ip) administration. The patient¿s cultures were also taken, and they came back negative. The pdrn confirmed the replacement cycler was received and the patient is continuing pd therapy with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette used by the patient was not available to be returned for evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There was no visual indication of particulates within the cassette area. A post-accelerated stress test (ast) simulated treatment was performed and completed without alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a fluid leak was previously investigated on 10/30/2019. The mushroom head check passed during that investigation. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.